Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reports that the (B)(4) csf tubing separated from the y-connector during use. The system was in place and working fine. When the patient was positioned the line separated. It was noticed immediately and the system was changed. There were no adverse consequences reported.